Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. Concomitantly, the patient underwent a dilation and curettage and hysteroscopy. During the procedure, the patient had a vasovagal reaction. The patient had 23cc of d5w. The temperature was normal and the pressure was 170mmhg. Thirty seconds into the procedure, the patient's blood pressure dropped dramatically. She had two doses of atropine before she came back to normal levels. The doctor was able to finish the procedure. The current status of the patient is fine with no sequellae as a result of procedure.

Manufacturer narrative:
(B)(4). Vasovagal reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.